Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 69 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. No other medical history was shared. After the cp was placed the patient was transported on support to a second tertiary medical center. The team at the second center observed a hematoma at the site of the pump's access. The team made decision to only monitor the site and keep the pump on for hemodynamic support. The patient was on heparin anticoagulation at the time. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Patient survives and remains on support and to date no intervention has been done for the hematoma.

Manufacturer narrative:
B5 additional information was received.

Event description:
"Hematoma resolved. Pt. Successfully weaned to explant nothing to return.".